Event description:
Savi device used with hdr brachytherapy- difficulty with ability to treat through certain channels without physically repositioning device, pt did receive therapy after device was adjusted.